Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that noise was seen on both atrial and ventricular leads. Chest x-ray performed showed total fracture of atrial lead. Ventricular lead appeared normal, no obvious fracture. The device was reprogrammed. No patient complications have been reported as a result of this event.